Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the battery removal time was too short, capacitors were defective. It was also noted that the ring and cover were missing, and both bail covers were cracked. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was programmed at 50 beats per minute (bpm), however it was pacing at 90 bpm. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.